Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information provided, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina and st elevation was confirmed. Patient was transported to hospital by ambulance. Coronary angiography and intravascular ultrasound (ivus) confirmed very late stent thrombosis had developed in a 2.5x15mm xience v stent that was implanted (B)(6) 2011 in the proximal left anterior descending coronary artery. Ivus also confirmed the stent was not well-apposed to the vessel wall, which probably contributed to the thrombus formation. Aspirin regimen had been constant; however, the plavix regimen was discontinued at some point for unknown reasons. The patient started taking effient on (B)(6) 2016. The thrombosis was successfully treated with aspiration and balloon angioplasty with a non-abbott balloon dilatation catheter. The patient recovered. No additional information was provided.